Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch feature switched this left ventricular (lv) lead to unipolar configuration due to impedances greater than 2000 ohms. No adverse patient effects were reported.